Event description:
It was reported that the needle broke off underneath the customer's skin. The customer's father can feel the needle underneath the skin when touching the area. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.